Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the preparation for use for an unspecified procedure, the camera head had a grainy image. There were no reports of patient harm.

Event description:
Additional information from customer states that event occurred during a therapeutic ureteroscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a3, a4, b5, d8,d9, h3, h4, h6, h11. Correction: b3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image., water tightness is lost. . A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to damage on cable unit there is no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.